Event description:
After fco (field change order) implementation during performance assurance testing, the fse (field service engineer) reported the ibp/temp module failed. There was no pt involvement as this occurred during servicing.

Manufacturer narrative:
(B)(4).